Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the returning of the knife trigger became bad after tissue resection at the sixth sealing. They used another like device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device sample was returned for evaluation. It was rep orted that the knife blade did not retract. An associated device issue could not be confirmed. Visual inspection and testing found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The most likely root cause could not be identified because no problem was detected with the device. The instructions included with this device provide the following guidance: keep the instrument jaws clean, build-up of eschar may reduce sealing and/or cutting effectiveness, wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.